Manufacturer narrative:
Customer service conducted troubleshooting with the customer and identified that the customer was using non-medela membranes. The customer was unable to test the pump afterwards and indicated that she would call back. The customer did not call back until (B)(6) 2019, at which point she indicated that she purchased a full set of medela parts, but alleged that she was still experiencing low suction and had developed clogged ducts and mastitis, for which she saw her doctor and was prescribed antibiotics. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that she was experiencing low suction when using her pump in style breast pump and that it was making a "different" noise.